Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported by a physician that a patient has vocal cord paralysis. The patient went to an ent, and was referred for an electromyogram. Additional relevant information has not been received to-date.